Event description:
A malfunction alarm occurred, identified as code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The fault did not recur after the reset, and technical support advised the customer to continue using the pump and to call back if the issue recurred.